Manufacturer narrative:
Visual evaluation of the returned device found that the loop was bent and there were residues present which indicate use and handling. Functional analysis revealed that the device extends and retracts within specifications. Electrical resistance testing was performed and resistance measured at 10.5 ohms, within manufacturing specifications. The reported complaint was confirmed. Due to anatomical/procedural factors encountered during the procedure; performance of the device was limited. Therefore, the most probable root cause classification for the reported failure is operational context. A review of the device history record (DHR) was performed and no deviations were found. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed and no anomalies were found.

Event description:
It was reported to boston scientific corporation that a captiflex medium oval snare was used during a bronchoscopy procedure performed on (B)(6) 2017. According to the complainant, during the procedure, the snare was placed around the bronchial tumor but it failed to generate current when the foot pedal was pressed. The snare loop became embedded in the patient¿s tissue and was difficult to remove. The embedded snare was successfully removed from the tumor, and it was noted that a small amount of bleeding occurred. There was no intervention required to treat the bleeding and the procedure was completed with another captiflex snare. Attempts to obtain additional information regarding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
The device code relates to problem code for the reported event of loop embedded in patient's tissue. Medwatch number is (B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a captiflex medium oval snare was used during a bronchoscopy procedure performed on (B)(6) 2017. According to the complainant, during the procedure, the snare was placed around the bronchial tumor but it failed to generate current when the foot pedal was pressed. The snare loop became embedded in the patient¿s tissue and was difficult to remove. The embedded snare was successfully removed from the tumor, and it was noted that a small amount of bleeding occurred. There was no intervention required to treat the bleeding and the procedure was completed with another captiflex snare. Attempts to obtain additional information regarding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.